Event description:
Report received indicated pt developed a rash in the peritoneal area that has become more intense within recent months (six months). The irritation has extended from under the stoma to the product tape border. Prior to this event, the pt used the wafer for many years without incident. Pt change product routinely every two or three days cleaning the area with soap and barrier wipes. Pt saw an ostomy nurse, which recommended using an ostomy belt to prevent further irritation. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.